Manufacturer narrative:
Device MFR date: monitor-04/2006. Electrode belt-11/2006. Device evaluation summary: device evaluations of monitor and electrode belt have been completed. The reported problem was not confirmed. The electrode belt was found to have an open connection in the distribution node. This is the probable cause of the increased alarms, but the alarms could not be duplicate during testing. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is unk. Monitor was tested and found to be functionally normal. It was restocked. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt and monitor.

Event description:
A male patient contacted lifecor customer support to report that he was receiving arrhythmia alarms. Support had found that the patient had lost weight and the garment was loose fitting. Patient stated he was pulling the battery pack when the alarm sequence commenced. The patient was terrified of shock and would not wear the device until a replacement was received. Support sent the patient a replacement garment. In 2007, the patient contacted support to report that the system began alarming "call ambulance" on multiple occasions. He said the first two alarms took place on two days earlier, and then a third occurred on the next day. He noted that on all three occasions the device did not alert him with bonging alarms, and instead went straight from a vibrating alarm to the "call ambulance" alarm. He pulled the battery during all three events. Support had the patient recycle the battery pack and ensured all alarms functioned correctly. Support sent the patient a replacement monitor and electrode belt as a precautionary measure.